Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Hospital faculty reported via phone call that customer went to hospital for high blood glucose. Customer¿s blood glucose was not given. Insulin pump will not be returned for analysis.